Manufacturer narrative:
Information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they think their battery is not working and wanted to know why the orange light was on. There were no patient symptoms reported. The implantable neurostimulator (ins) indication was for urinary dysfunction/sacral nerve stimulation. Follow up from the healthcare provider (hcp) noted that the patient moved offices and they had not seen the patient in over a year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.